Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the error could not be duplicated and the system was functioning as intended. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not taking any 3d spins but is allowing 2d images to be taken. There was no patient present.